Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 200-250 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.